Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing while programmed to the primary vector. Technical services (ts) analyzed device episode data and found that the primary qrs complex was small with large undulating t-waves. The smart pass feature was disabled due to this small qrs complex. There was a stored treated episode with inappropriate shock due to oversensing while programmed to the alternate vector. For troubleshooting, ts suggested reprogramming to the secondary vector and x-ray, but it was noted that the secondary vector was not a viable option. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to oversensing of noise. The physician decided that this patient was best suited for a transvenous ICD. Reprogramming of all vectors was attempted but unsuccessful.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing while programmed to the primary vector. Technical services (ts) analyzed device episode data and found that the primary qrs complex was small with large undulating t-waves. The smart pass feature was disabled due to this small qrs complex. There was a stored treated episode with inappropriate shock due to oversensing while programmed to the alternate vector. For troubleshooting, ts suggested reprogramming to the secondary vector and x-ray, but it was noted that the secondary vector was not a viable option. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to oversensing of noise. The physician decided that this patient was best suited for a transvenous ICD. Reprogramming of all vectors was attempted but unsuccessful. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for full investigation.